Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the up button are lacerated, but the damages did not influence the insulin pump functions. The buttons passed the functional investigation successfully and comply with the specifications.

Event description:
Patient reported the up button on the infusion device is non-functional. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.